Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The report of the device not powering up was verified to depleted batteries. Two sets of batteries have been returned for evaluation. Both sets are depleted and do not power on the device. The device recognizes this depletion and prompts to change batteries, the device responded correctly. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.